Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where leaking hemostatic valve and air in the hub occurred. The sheath was leaking fluid while in the patient and air bubbles accumulated in the hub. The sheath was discarded. There was no report of patient consequence. No further information has been made available. The hemostatic valve leakage and air in the hub are both MDR-reportable issues.